Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (500 mcg/ml at 50 mcg/day; lot # 2118-110) via an implanted pump. The patient¿s medical history included cerebral palsy, dystonia, and premature birth. The patient¿s concomitant medications included clonazepam, ranitidine, senna, singular, and oral baclofen prn. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient developed a fever; had an increased wbc (white blood cell) count post-op; and a fluid collection around the pump that cultured staph aureus. The entire device system was explanted on (B)(6) 2017. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The patient was scheduled to have a new pump and catheter implanted on (B)(6) 2017. No further patient complications have been reported as a result of this event.